Event description:
A test result was associated with the wrong pt. Mismatched results might lead to inappropriate physician action, therefore the likehood of an adverse pt outcome is not remote. There was no report of harm as a result of this event.